Event description:
Per the clinic, it was noted that the patient's surgical site did not appear fully healed, and there was swelling at the implant site which interfered with external processor retention. The patient also experienced daily occasional drainage ranging from clear to tan in color, along with squishy sensation at the implant site. Infection around the implant site with associated fluid collection was reported (date not reported). Subsequently, the patient underwent surgical fluid drainage procedure approximately every two weeks (specific date not reported) through a fistula tract and it was noted that the patient had been inserting a bobby pin into the fistula tract. The patient was also prescribed with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025 along with a drain was placed during the surgery and was subsequently removed on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.